Manufacturer narrative:
The investigation determined that multiple non-reproducible and higher than expected ammonia quality control results were obtained from vitros liquid performance verifier I and ii control fluids processed using vitros amon microslides on three vitros 5600 integrated systems. An assignable cause could not be confirmed. A review of historical vitros amon quality control results indicates acceptable accuracy and precision up until the day of the event. The customer did not test alternate cartridges of the affected amon lot to determine if the issue was isolated to the in-use cartridges. The customer decided to place an alternate vitros amon lot into use and performance was acceptable on that alternate lot. It was suspected that the in use cartridges were exposed to the unknown environmental contaminate that subsequently caused the imprecise amon results. Therefore, an overall amon reagent issue is not a likely contributing factor; however, a transient issue with the amon cartridges in use at the time of the event cannot be ruled out. Since the unexpected results were generated across three instruments at the same time when using a reagent that was previously performing within expectations, environmental contamination is likely to be a contributing factor, although, this could not be confirmed.

Event description:
The customer observed multiple non-reproducible and higher than expected ammonia quality control results from vitros liquid performance verifier I and ii control fluids processed using vitros amon microslides on three vitros 5600 integrated systems. Vitros liquid performance verifier I (lot b5706) amon = 163.7, 139.8, 135, 136, 132.1, 201.2, 181.4, 94.7, 114.2, 93.2, 135 versus an expected result of 43.8 umol/l. Vitros liquid performance verifier ii (lot c5707) amon = 241, 248, 281, 280, 318.1, 267.6, 247.3, 297.8, 286 versus an expected result of 194.5 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected ammonia result was generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected and would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This report is number 1 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. (B)(4).